Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient underwent a right knee arthroplasty with implantation of depuy pfc sigma rotating knee system. On an unknown date in early 2017, the patient underwent a first-stage right knee revision due to infection and septic loosening of an unknown component. The operative note for the revision was not available at the time of review. It is known the surgeon implanted a temporary antibiotic spacer. The manufacturer of the products implanted is unknown. Doi: (B)(6) 2016. Dor: early 2017. Right knee.